Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon on the vasoview 6 short port was leaking air. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.